Event description:
Received an unsolicited email from the pt's father "I am out of the country, in the (B)(6) and my daughter's remodulin pump has malfunctioned." Please note: this pt is currently in the (B)(6). We tried to replace the pump by shipping to a relative or mdo but pt's father declined stating it is too complicated. We cannot ship to the (B)(6). Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Not currently; did we (MFR) replace device? Not yet. Reported to (B)(6) by pt/caregiver.